Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. Unit received with broken reservoir tubelip.

Event description:
It was reported that the customer had high blood glucose levels of 126 mg/dl. The customer reported that the battery of the insulin pump would not last long. Troubleshooting was done. The customer reported receiving a new battery cap for the insulin pump and inserted a new battery but the insulin pump completely shut off. The customer would like to have the insulin pump replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.